Event description:
It was reported that the intraocular lens (iol) would not seat properly in the patient's eye. The lens was removed and replaced within the same procedure and an incision enlargement as well as a vitrectomy were performed. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.